Event description:
I received a call from the maintenance supervisor at the (B) (6) home during evening hours. He stated that we had a bed collapse in one of the resident rooms. I arrived at the facility approximately 20 minutes later to investigate. When I arrived, I found the bed in the north basement of the facility's building. I contacted the night shift engineer who helped me analyze the situation. I was told by the maintenance supervisor that the resident was transferred to the bed from a guerney aided by an ambulance crew. This implied that the bed was in the highest position, 30" to allow proper transfer of the resident. After shifting the resident on to the bed, when lowering the entire bed, the head end leveling mechanism failed, allowing the head of the bed to fall to its lowest position, 9". The night shift engineer and I moved the bed to an outlet so we could properly analyze the bed. Upon close examination, it was evident that the head leveling mechanism pin had a broken cotter pin. This allowed the pin to slowly loosen and finally fall out. The cotter pin failure allowed the head leveling mechanism to detach from the frame and lose the ability to support the head of the bed.====================== health professional's impression;======================unexpected malfunction of the bed.